Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-may-2026, it was reported by a sales representative via (B)(4) that an ar-9561-25s univers revers modular glenoid system central screw and an ar-9560-24-2 univers revers modular glenoid system modular baseplate did not seat properly. This event was identified during a surgical procedure.